Manufacturer narrative:
The system was also giving "cc sample cuvette no fluid detected" errors. On (B)(4) 2011, bec field service engineer (fse) performed service on the instrument. The customer stated to the fse that they noticed water by reagent syringe and reagent probe b. The fse replaced the t-valve. The fse primed the instrument and observed no leaking. As of (B)(4) 2011, the customer has not contacted beckman with requests for further assistance for this issue. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) concerning a fluid leak from cartridge chemistry (cc) sample probe and sample syringe on unicel dxc 800 pro synchron clinical system. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.